Manufacturer narrative:
Additional information obtained during follow-up: the dr. Had conducted a few tests during the patient¿s post-op visit. The patient had complained of worse vision. When the dr. Tried to analyze the intraocular lens (iol) that¿s when he suspected the iol might be a different diopter than what is stated on the package. It was later learned that the device was received by the manufacturing site which indicates the lens was explanted. The following information below is being updated to reflect the new information received. Adverse event and/or product problem: both adverse event and problem. Outcomes attributed to adverse event: required intervention. Device available for evaluation ¿ yes, returned to manufacturer on 1/31/2017. Device returned to manufacturer ¿ yes. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon believes the intraocular lens was mis-labeled with an incorrect diopter. There was patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: visual inspection with the unaided eye shows the product is damaged, most probably to remove the product from the eye. The iol was inspected by a qualified inspector, the visual inspection shows the product is cut in half. Considering the condition of the lens additional analysis is not possible. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.